Event description:
The acetabular insert would not lock into the cup. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the examination results verified the reported event.